Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported needle to cuff miss; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other four proglide devices referenced are filed under separate medwatch MFR report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with five proglide devices, using the pre-close technique, via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, three proglide devices had cuff misses and two proglide devices had suture breaks. The sutures of two additional proglide devices were successfully pre-placed using the pre-close technique. The sheath was upsized to 18f and the evar procedure was completed. Hemostasis was achieved using the successfully pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.